Event description:
Customer reportedly tested 170mg/dl on the advantage system while feeling hypoglycemic symptoms. Customer was given juice by her husband. No medical treatment sought or received. Requested return of suspect system and replacement was sent.